Manufacturer narrative:
Quality-safety evaluation of ptc: since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-feb-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced migration of implant, fracturing of the implant (seen as device breakage) and heavy bleeding (seen as genital bleeding). She had surgery to remove the essure implant. The events are regarded as anticipated according to the reference safety information for essure. In this case, the exact date and mechanism of migration and device breakage are not known. No alternative explanation was provided for genital bleeding. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), device breakage ("fracturing of the implant") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), device breakage (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), menorrhagia ("longer menstruation") and headache ("headaches"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the device dislocation, device breakage, genital haemorrhage, pelvic pain, menorrhagia and headache outcome was unknown. The reporter considered device dislocation, device breakage, genital haemorrhage, pelvic pain, menorrhagia and headache to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced migration of implant, fracturing of the implant (seen as device breakage) and heavy bleeding (seen as genital bleeding). She had surgery to remove the essure implant. The events are regarded as anticipated according to the reference safety information for essure. In this case, the exact date and mechanism of migration and device breakage are not known. No alternative explanation was provided for genital bleeding. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.